Manufacturer narrative:
(B)(4). Should additional relevant information become available, a follow-up will be submitted.

Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device evaluation cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a continuous ambulatory peritoneal dialysis (capd) patient (pt) passed away due to an unknown cause. It was not reported whether the pt was hospitalized prior to death or if medical intervention was required. No further information was provided. Additional information was requested but is not available.